Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump also had some cosmetic damage.

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 159 mg/dl. The customer stated that they were trying to set the sensitivity settings on the back of the pump but the numbers were scrolling uncontrollably on the screen of the pump. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.